Event description:
A malfunction was reported on the pump, identified by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, as the malfunction code was not resettable. The customer was informed that the replacement pump would arrive with updated software and understood the need to program their settings and connect their continuous glucose monitor to the new pump. The customer committed to using multiple daily injections to ensure uninterrupted insulin delivery during the interim period. Detailed instructions were given for returning the faulty pump to tandem, including putting it into storage mode and returning it within ten days to avoid charges.